Event description:
Baxter (B)(4) received a report of an infusor that did not flow during patient therapy. The device was filled with 14.4 g of benzylpenicillin. The customer reported that approximately 40 ml of liquid infused and the reservoir size was unchanged. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The reporter initially reported that the sample was available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified.